Event description:
Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Info received by clinical outcome registry indicates the pt was experiencing intermittent headache, symptoms of withdrawal and increased pain. The pt was receiving fentanyl (25.0 mg/ml) dose per day 10.003 mg, clonidine (0.2 mg/ml), bupivicane (10.0 mg/ml), and hydromorpone (15.0 mg/ml). A dye study was performed showing extravasation of dye around catheter/pump connection. The catheter was explanted and replaced. The pt recovered without sequela.